Event description:
Additional information received indicates that surgical intervention took place wherein the ipg was explanted and replaced. A new lead was added to the system. The migrated lead was left in place. Reportedly, therapy was resumed post op.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2023-00393. It was reported that the patient lost therapy due to ipg being inoperable. Reportedly, the ipg quit holding a charge. Additionally, the patient experienced ineffective therapy due to lead migration. As such, surgical intervention may take place to address the issue.